Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the lead dislodged and got caught in the chordae tendineae of the tricuspid valve with the helix extended and the helix was unable to be retracted. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analysis found that the helix/lobe was distorted/bent. The proximal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and there was tissue on the helix. The lead was stretched. Visual analysis noted that the lead was damaged at implant and that the lead was returned with the helix fully extended, blood and tissue on it.